Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The device was not returned. However, the service department disassembled and cleaned the dirty connection base onsite, and the device was repaired by the technician. No further information was available to identify the cause of the b30 error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus while preparing for use the evis exera iii xenon light source displayed a b30 (scope communication error). The customer reported the error appeared with all scopes despite "renewed off/on and new endoscope". There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. However, a technician had disassembled and cleaned the connection as the device was dirty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.